Manufacturer narrative:
Additional information: unknown spike adapter; 150ml ndc 0264-1800-32 decitabine. The customer¿s report of a leak at the lower safety clamp fitment (identified as the lower fitment), of the pumping segment was confirmed. Visual inspection of the primary set underneath magnification observed a small tear in the silicone segment tubing in which the tear was observed just above the set¿s lower fitment retainer ring. Functional testing confirmed the leaking at the location of the tear on the suspect primary set. The cause of the leak was a small tear in the set¿s silicone segment tubing. The cause of the tear was not determined.

Event description:
The customer reported a chemotherapy leak at the pumping segment near the lower fitment at the end of an infusion of decitabine 39mg at 107.8ml/hr. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a chemotherapy leak of dacogen at the lower safety clamp fitment of the pumping segment during the end of an infusion. There was no patient harm.